Event description:
Patient was pre-screened to make sure he was MRI safe, and that there were no metal implants in his body or on his person. He was brought into the MRI scan room. He was wearing a sweatshirt, shorts and his socks. He was positioned with his left knee in the knee coil and his right leg was wrapped in the cloth rf blanket. During the 4th sequence the technician heard yelling. There was a radio on in the room for the patient, so the tech didn't realize it was the patient until he started flailing his arms. The tech immediately stopped the scan and turned the intercom on to ask if he was ok? The patient felt he was on fire. The tech ran into the scan room, fed the table out, and as she pulled it out, she saw smoke. The tech grabbed the rf blanket, threw it on the floor, noticing that it had a burn hole in it and was still orange around the ring. She got the top of the knee coil off, and after the patient sat up, she took his sock off, which was burned. She grabbed a washcloth with cool water and put it on the burned area on his leg, and wrapped that with coban to keep it on. The other tech called security, the supervisor and ec, and siemens (the manufacturer of the MRI). The 1st tech took the patient by wheel chair to the ec. While on the way to the ec patient stated that during the scans he felt warm in the leg area and moved his leg a little and it was ok. But it continued to get warm and then proceeded to get hot until it was unbearable. He knew from previous mris, that you can experience warmth. The tech examined his sock to see if there was anything on the sock that may cause it to catch fire, but nothing was visible. The patient had a burn on his leg. The area looked yellow. There was nothing worn or damaged on the whole top part of the knee coil input plug and coil-cord/ tail. The rf blanket was later analyzed, and it appears that it is lined with a copper material, that frayed or possibly wrapped around itself to create a conductor that heated up during the MRI scan.